Event description:
Customer reportedly received results of 490 mg/dl and 169 mg/dl within 10 mins on the compact plus system. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.